Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she hospitalized for low blood glucose and the reading was 28 mg/dl. The customer stated that the insulin pump did not give an alarm to let her know that her blood glucose was low. The customer stated that the sensor glucose reading on the insulin pump was 156 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. The customer stated she has been working with her medical doctor regarding her low blood glucose levels. The customer also stated that the programming on the insulin pump has not changed.